Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating during patient treatment. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The ventilator was investigated on site and the o2 gas module and air gas module were replaced and returned for investigation. The gas modules regulate the inspiratory oxygen and air gas flow to the patient. The reported alarm for o2-concentration fluctuation was not reproduced during simulated test of the returned o2 gas module and air gas module in a ventilator. During tests in the production test system for gas modules there was a minor deviation in the o2 gas module, probably a drift in the electronics on one of the boards inside the o2 gas module. The air gas module was found faultless. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows no matching event, since the received device logs were captured before the reported event date. Our conclusion into this matter is that the minor deviation found in the production test system is not likely the cause of reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.